Manufacturer narrative:
Additional devices listed in this event: catalog: 7380-0009l description: modular femoral comp (cement) lot: 93w349. Catalog: 7376-0009 description: cement mod. Tib. W/o holes lot: t00c557. Catalog: 7895-1610 description: series 7000 stem extension lot: 39386401. Catalog: 7895-1655 description: series 7000 stem extension lot: 55739601. Catalog: 6191-1-001 description: simplex p full dose 1 pack lot: rch089. Catalog: 6191-1-001 description simplex p full dose 1 pack lot: rch089. Catalog: 6191-1-001 description: simplex p full dose 1 pack lot: rch092. Catalog: 6191-1-001 description: simplex p full dose 1 pack lot: rdh187. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. A supplemental report will be submitted upon completion of the investigation. A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lot. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Not returned.

Event description:
It was reported that, "feels pain in his knee all the time". Update per medical review: after the second stage implantation on (B)(6) 2000 for infection the clinician noted ¿. On (B)(6) 2000 the second-stage revision of the left total knee was performed for which the operative report describes spinal anesthesia and a fifty-six minute tourniquet time. The components inserted were a #9 ts iii femoral component with a 105/16 stem, a #9 ps iii tibia with a 55-millimeter extension, and a is­ millimeter ps iii insert.